Event description:
It was reported that the patient was no longer feeling any stimulation and unable to turn the device on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred few months ago from the date the manufacturer was made aware.